Event description:
The customer reported the system gets hot and turns off. The fe confirmed the unit would show a hot thermometer on the left monitor and initialized a shutdown. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.